Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels as low as 46 (mg/dl) on (B)(6) 2016. Customer ate food to treat low bg levels. It was also reported that the customer experienced elevated blood glucose (bg) levels of up to 577 (mg/dl) on (B)(6) 2016. Customer administered correction boluses to treat elevated bg levels. System check with tandem technical support on 05/27/2016 indicated pump was performing as intended. Cartridge uses humalog insulin and is reportedly changed every 3 days. Customer was reminded that humalog is labelled for use up to 48 hours, and recommendation was made to change pump supplies, try a new vial of insulin, and contact health care provider to discuss factors that may affect their high bg levels. Customer acknowledged.